Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 750 mg/dl and ketones were present. Correction boluses were delivered to address bg. Customer had lost consciousness and subsequently went to the emergency room. Ketones were identified as being dangerous by a healthcare provider. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous insulin/fluids and morphine were administered. Elevated bg/dka were resolved. Customer was discharged 3 days later with no permanent damage. Customer reported the elevated bg was due to having no additional cgm (continuous glucose monitor) sensors and had not monitoring with a bg meter.